Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("inserts broke during removal") and post procedural haemorrhage ("post-operative bleeding") in a female patient who had essure (batch no. 628323) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("inserts broke during removal"), device difficult to use ("inserts broke during removal"), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("post-operative pain") and fatigue ("post-operative fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Ablation of uterus is to be scheduled for complete removal of inserts. At the time of the report, the allergy to metals, device breakage, complication of device removal, device difficult to use, post procedural haemorrhage, procedural pain and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, complication of device removal, device breakage, device difficult to use, fatigue, post procedural haemorrhage and procedural pain with essure. The reporter commented: the sick leave lasted for 1 month instead of 15 days as initially planned. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed (B)(4) cases. Allergy to metals. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) ((B)(4)) on 18-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel"), device breakage ("inserts broke during removal") and post procedural haemorrhage ("post-operative bleeding") in a female patient who had essure (batch no. 628323) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("inserts broke during removal"), device difficult to use ("inserts broke during removal"), post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("post-operative pain") and fatigue ("post-operative fatigue"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy) and surgery (ablation of uterus to be scheduled for complete removal of inserts). At the time of the report, the allergy to metals, device breakage, complication of device removal, device difficult to use, post procedural haemorrhage, procedural pain and fatigue outcome was unknown. The reporter provided no causality assessment for allergy to metals, complication of device removal, device breakage, device difficult to use, fatigue, post procedural haemorrhage and procedural pain with essure. The reporter commented: the sick leave lasted for 1 month instead of 15 days as initially planned. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms (pt). In this particular case, a search in the global safety database was performed on 22-may-2017 for the following meddra pts: allergy to metals: n° 258 cases. Device breakage: n° 1628 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.